Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. (B)(4): the product evaluation found both devices failed electrical testing. The black plastic part is burnt at the connection. The forceps are extremely dirty (surgery debris). The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument.

Event description:
Two bipolar forceps devices were returned for repair. Product evaluation found ¿the black plastic part is burnt at the connection.¿ there was no report of user or patient impact or injury.